Manufacturer narrative:
(B)(4). It was reported that the patient underwent colorectal surgery. The next day, red flare appeared. The patient was applying stibron and did not get well. On the fifth day following the procedure, the patient visited the dermatology department and the patient was administered dermovate for application. The patient¿s condition was reported as better. (B)(4).

Event description:
It was reported that a patient underwent an unknown laparoscopic procedure on an unknown date and topical skin adhesive was used on the trocar wounds. The patient was introduced to the hospital because all four trocar wounds were surrounded by severe skin irritation. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.